Event description:
Initial reporter indicated that their hp handheld computer would display when it was turned on "vns therapy error sgl statement select". The programming software on the hp handheld computer was 7.1. Good faith attempts are being made to expedite product return for product analysis.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a serious injury or death.